Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor (B)(4) and electrode belt (B)(4) have not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date monitor: (B)(6) 2013 electrode belt: (B)(6) 2012 additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use by the patient during the false detection, prior to shock delivery due to physician medication. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as svt exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced a defibrillation event while in the hospital. Supraventricular tachycardia (svt) at 200 bpm contributed to the false detection. The response buttons were pressed earlier in the event, but not immediately prior to the treatment shock. It was reported that the patient was conscious and pressing the response buttons before the attending physician gave the patient an antiarrhythmic medication and dormicum to calm him down. It was reported that the patient became sleepy and was no longer responsive at the time of the treatment shock. The patient remained in the hospital following the event and continued use of the lifevest.